Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported stroke could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right axillary/subclavian artery in a 68-year-old female patient presenting in cardiomyopathy, and in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. Two days after implant, while the patient was in the intensive care unit (ICU), the patient suffered a massive embolic stroke in the right side of the brain. The family elected to withdraw care, and the patient expired on support. There is a higher risk for thromboembolic events when both impella and ECMO are used together, as they can create retrograde flow and increase left ventricular afterload, promoting stasis and clot formation. Clots can also occur due to inadequate anticoagulation. Cerebral vascular accident/stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information per the customer " stroke was not resolved, support withdrawn. The pump was kept in patient after support and is not available for return".